Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. A visual inspection revealed that the small and large balloons were not attached and the sample did not meet the leak test specification. Visual inspection of the retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted, additionally all samples were leak tested and all samples met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band device would not inflate. The following information was provided by the user facility: the balloon would not inflate, possible puncture; it was reported that blood loss was less than 250ml; the procedure was successful; and the patient was reported to be "fine".